Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient underwent revision surgery for dislocation after she fell. Revision surgery occurred (B)(6) 2020 ø36 glenosphere and ø36/+3 humeral cup were removed and replaced by glenosphere and ø36/+3 humeral cup.